Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The drive support disk was inspected and no anomaly was noted. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. The customer treated with insulin pump and manual insulin injection. Customer's blood glucose value was 409 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were air bubbles in the tubing. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer was advised a tubing clamp will be sent to perform the high pressure test. The product was returned for analysis.